Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient that experienced endophthalmitis following a vitrectomy procedure for a vitreous hemorrhage. The patient has poor vision as a result of the endophthalmitis. A completed questionnaire has been received from the surgeon. The patient presented to the office for post-operative visit day four following a vitreoretinal procedure with pain. Upon examination by the surgeon the patient was noted to have conjunctival inflammation, aqueous cell with fibrin, hypopyon, pale optic disc and macula. A diagnosis of endophthalmitis was given. Cultures were positive for staphylococcus aureus. Multiple intravitreal injections of antibiotics and anti-inflammatory were administered. A poor outcome is expected for this patient. The surgeon is uncertain of the cause.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. Unrelated to the reported event, the preventative maintenance (pm) was performed on the battery. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the surgeon performed a partial fluid air exchange (fax) at the end of the case to re-pressurize the eye. He recalled there was some issues with fax and he had to stop surgery for a few minutes which was corrected by the scrub staff.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).